Event description:
Invacare wheelchair serial #(B)(4) joystick was replaced during prior FDA mandated recall. Replacement joystick has same issue involved in recall. Joystick changes into drive gear on its own. Due to this, yesterday my husband slammed into his desk, gouging the desk and snapping the armrest bracket. Others helped by duct taping so the joystick and bracket weren't left dangling out of his reach. Contacted invacare today, reference no. (B)(4). Was told the won't do anything as parts have a 6 month warranty and the joystick is outside that time. This was a recall due to the danger. In our case, the replacement is a danger. Invacare should not be allowed to do this.